Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of electrode end damaged/defective is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of electrode end damaged/defective is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this electrode end damaged/defective has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that during implant procedure, the physician performed several attempts to position this lead and the helix had straightened due to the catheter slipping. The lead was subsequently removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during implant procedure, the physician performed several attempts to position this lead and the helix had straightened due to the catheter slipping. The lead was subsequently removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during implant procedure, the physician performed several attempts to position this lead and the helix had straightened due to the catheter slipping. A lead conductor fracture was also suspected. The lead was subsequently removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.